Event description:
It was reported that the device triggered the elective replacement indicator (eri) and interrogation of the device was successful. When testing was attempted immediately prior to device change out, electromagnetic interference (emi) would occur and inhibit pacing and not perform test. Two different programmer heads were used and the emi continued until the session ended. A new session would be attempted with the same outcomes. The device was explanted and replaced as originally scheduled. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and interrogation of the device was successful. When testing was attempted immediately prior to device change out, electromagnetic interference (emi) would occur and inhibit pacing and not perform test. Two different programmer heads were used and the emi continued until the session ended. A new session would be atempted with the same outcomes. The device was explanted and replaced as originally scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 crdm, non-defib lead implanted, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue.